Event description:
New information received notes that the insulation breach was noted visually.

Event description:
New information received indicates that the rv lead also had insulation breach.

Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.